Event description:
It was reported that the patient presented in the clinic for follow-up. Review of remote electrograms (egm) revealed the left ventricle (lv) lead exhibited loss of capture on (B)(6). In (B)(6) the lead was capturing. It was noted that the patient had two bad falls in (B)(6). Programming changes were performed. The patient was in a stable condition.